Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was changing infusion set when she saw the problem insulin flow blocked alarm. The customer reported they were unable to troubleshooting at time of call. Customer reported alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call. Customer was unable to determine the cause of the issue. Customer was advised to call back if issue continues. The insulin pump was not returned for analysis.